Event description:
On (B) (6) 2009, this pt was implanted with gore excluder aaa endoprosthesis. No endoleak was revealed post-operatively. On (B) (6) 2009, a f/u computed tomography scan revealed a "slight" distal type I endoleak in the left common iliac artery. The endoleak was feeding into the left common iliac artery aneurysm. The physician planned to reintervene. On (B) (6) 2009, a second procedure was performed whereby an add'l contralateral leg component was implanted for treatment of a distal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.